Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed in the device evaluation that the colonovideoscope had foreign material in the auxiliary water channel. There was no patient involvement.